Manufacturer narrative:
The pump passed the displacement test, rewind, self test, a21 error test all operating currents are within specification. Off no power alarm functions properly. The pump was unable to prime during prime/a33 test due to faulty fsr (gold). Unable to perform the occlusion test, excessive no delivery test and the dat due to prime/fill anomaly. Unable to compete the functional testing and test for motor error alarm due to prime/fill anomaly. The following were noted during visual inspection: minor scratched display window, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window, missing end cap sticker and cracked reservoir tube lip. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly or on the motor. The motor was tested outside of the pump and passed. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Please see below for the boluses listed on the event date 20-nov-2024 in the pump history file. (B)(6) 2024 07:39:28 normal bolus (var on), programmed: 2.550u, delivered: 2.550u. (B)(6) 2024 09:45:08 normal bolus (var on), programmed: 6.500u, delivered: 6.500u. Please see below for the daily total of all insulin delivered on the event date 20-nov-2024 in the pump history file. (B)(6) 2024 00:00:00 daily insulin total = 17.500u, hex = 07 00 00 02 bc b4 98 00 00 00. (B)(6) 2024 00:00:00 daily totals detail: total insulin 17.500 u, total basal insulin 8.450 u, total bolus insulin 9.050 u. Please see below for the pump suspended alert found on the event date 20-nov-2024 in the pump history file. (B)(6) 2024 09:30:31 pump suspended, from state: normal pumping, to state: user suspend. There was no motor error alarm noted on the event date 20-nov-2024 in the pump history file. Please see below for the pump alarm(s) noted 1 week prior to the event date 20-nov-2024 in the pump history file. (B)(6) 2024 03:03:02 alarm #43 - alrm motor error, (B)(6) 2024 00:03:31 alarm #43 - alrm motor error, (B)(6) 2024 14:35:07 alarm #43 - alrm motor error, (B)(6) 2024 20:00:53 alarm #43 - alrm motor error, (B)(6) 2024 20:20:26 alarm #43 - alrm motor error, (B)(6) 2024 20:25:29 alarm #43 - alrm motor error, (B)(6) 2024 20:31:46 alarm #4 - alrm counts exceeded - no delivery alarm, (B)(6) 2024 20:33:26 alarm #43 - alrm motor error, (B)(6) 2024 20:52:24 alarm #43 - alrm motor error, (B)(6) 2024 07:37:42 alarm #4 - alrm counts exceeded - no delivery alarm, (B)(6) 2024 11:08:14 alarm #3 - alrm time reset - batt out limit. The test battery was removed and reinserted with no battery out limit alarm noted. Unable to compete the functional testing, test for motor error alarm and test for no delivery alarm due to prime/fill anomaly. Alrm motor error - unknown. Alrm counts exceeded - no delivery alarm - unknown. Alrm time reset - batt out limit - not confirmed. Unable to compete the functional testing due to prime/fill anomaly. Unable to confirm alleged dka/high bgs. Prime/fill anomaly confirmed. Motor error alarm unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced motor error alarm. The customer reported blood glucose value of 565 mg/dl. The customer reported hyperglycemia, elevated ketones/diabetic ketoacidosis, nausea, headache treated with hospitalization: overnight stay, hospitalization: overnight stay, no treatment, no treatment. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-754wwl. Troubleshooting was performed. Motor error/e70 high bgs/under delivery. Customer reported high bgs. Customer has been using the insulin pump system within 48hrs of reported high bg event. Customer declined to continue with troubleshooting. Customer reported receiving a motor error. Alarm history showed more than one motor error alarm and/or an e70 alarm within last 30 days. No further patient complications were reported. Mmt-754wwl was requested and customer response was the device will be returned. The customer will discontinue using the device.